Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). Bard's tracking number: (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment. Product was used for therapeutic treatment. It was reported that lynx suprapubic mid-urethral sling system (product # (B)(4), lot # oml7010313) was used/implanted during this procedure.